Event description:
Meter results were higher than the patient felt. Patient went to doctor and results were higher than lab readings. Cn called stated the link meter is reading higher then the one touch meter. Cn states he was feeling tired and did not think his reading could be 88. Cn did go to the dr and tested with the dr meter and it was over 30% of the readings from plink.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.